Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip was implanted. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The subvalvular areas were chord-rich and interaction between the clip and chords was noted. Careful movements during positioning, grasping, and deployment were performed. A mitraclip xtr was advanced and the clip was implanted. However, post deployment the mitral regurgitation (mr) improvement noted pre-deployment was diminished. After deployment of the clip it appeared that there may have been a small torn chord. A second mitraclip xtr was implanted adjacent to the first clip to further reduce mr. The small suspected torn chord was included in the grasp. Post procedure mr was reduced to 3. There was no adverse patient sequela or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated, and the reported difficult to remove from the anatomy appears to be related to patient morphology/pathology (chord-rich subvalvular areas). The reported patient effect of chordal rupture (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Tissue damage was likely a result of clip becoming caught in the chordae and therefore related to procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. MFR site - contact office first and last name.